Event description:
It was reported that one bd insyte autog bc pnk 20ga x 1.16in leaked blood from a crack in the needle. The following information was provided by the initial reporter: IV catheter which had a crack in the needle and cause blood to spew all over the area.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Additional information from reporter: how was treatment completed for customer? I am the buyer so I do not know the spec. But I believe they got a new one and it was completed. What was the patient outcome? Procedure was completed successfully. Was there a delay of, or change in, the course of treatment due to the event? No did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, but no injuries. Did the event directly, or indirectly involve a patient or user? Blood spewed all over, clean up was needed.

Manufacturer narrative:
Investigation results: the complaint of a crack in the needle or IV catheter could not be confirmed from the two photographs that were provided for investigation. The photos showed a 20g insyte autoguard attached to an extension set. The sample was inside a biohazard bag. No damage or defects could be confirmed from the photo. The needle was not observed in the photos. Without the physical sample, the reported issue could not be confirmed. Although the photos and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.